Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had half-height drawer failure. The field service engineer inspected the device, found no issues and confirmed that this station did not require a drawer replacement. The system functioned as intended before the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer was broken. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.